Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The root cause of the subject event was unable to be specified. It was confirmed that instructions for pcf-h290tl/I operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the distal end was burnt on the colonovideoscope. This occurred, during a therapeutic endoscopic submucosal dissection procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.